Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 9 months, oversensing of the rv lead with inappropriate shock deliveries was reported. No deterioration of the pt's state of health was reported. The lead was explanted. The date of implant was not provided.